Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported patient effect of hemorrhage/blood loss/bleeding is listed in the perclose proglide instructions for use as a known patient effect of use with suture mediated closure device procedures. Based on the case information, there was no conclusive cause for the reported difficulty, and the relationship to the product, if any that can be determined. There is therefore, no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.

Event description:
It was reported this was an arteriotomy closure of a left common femoral artery using a proglide device after a percutaneous transluminal angioplasty (pta) procedure with a 7f sheath. Reportedly, a proglide device was deployed, but bleeding still occurred. Therefore, a starclose device was inserted and successfully deployed. However, bleeding still remained. Manual compression was then used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.